Manufacturer narrative:
(B)(4). Batch # n93e3n. The device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. In addition, the ptc was damaged at the distal end. During functional testing with the generator, sparks were noted resulting in an alert screen "reposition jaws and reactive" was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The upper jaw was visually inspected; an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and an alert screen, preventing device works with the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during an unknown procedure, there was an unknown issue with the device. No additional information was available. Procedure was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.